Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 04.001.230s, lot# l589745. Manufacturing location: selzach, release to warehouse date: sep 26, 2017, expiry date: sep 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Non sterile part# 04.001.230, lot# h450956, manufacturing location: monument, manufacturing date; sep 08, 2017. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part#: 21039, lot #: h424575 certified test report and certificate of test supplied by perryman company dated jul 26, 2017 were reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent implant procedure. Post-operatively, the nail ruptured and failure of the bone consolidation. The devices were explanted on (B)(6) 2018. Patient and surgery outcome were not reported. Concomitant devices reported: locking screws: (part# unknown, lot# unknown, quantity unknown); nail head element: (part# unknown, lot# unknown, quantity 1). This report is for one (1) 7mm ti cannulated humeral nail-ex/250mm-sterile. This is report 1 of 1 for (B)(4).